Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. After removal of the gripper lever cap, the gripper lever removability test was performed; it was identified that the gripper line was able to move. During removability testing of the gripper line, it was identified that the gripper line was broken in two pieces. The total length of recovered gripper line is in alignment with the expected gripper line length; therefore it was determined that the full length of gripper line was recovered. Observation of the gripper line under (B)(4) microscope identified that the gripper line showed evidence of pitting on the line, and was likely broken as a result of tensile forces. A snare was placed through the gripper line lumens; no resistance was noted during snare withdrawal. Additionally, the radiopaque tip ring was examined under (B)(4) and no damages / burrs were observed that could have contributed to the reported event. Since further clarification from the account indicated that the gripper line did not break during the procedure, it is possible that the break occurred due to prolonged tension on the gripper line as a result of the gripper line being retracted 1.5cm past the blue line during the returned device process in conjunction with prolonged exposure to fluids / blood / saline within the steerable sleeve shaft; however, this cannot be determined. As a result of the broken gripper line, the reported inability to remove the gripper line could not be replicated in the testing environment. Potential causes for the reported unable to remove gripper line can include, but are not limited to, manufacturing anomalies (sharp edges on lumens or kinks in the gripper line), patient conditions, user technique and procedural conditions (frequent opening / closing the clip, frequent raising / lowering the grippers, retracting the gripper lever too far). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint database indicated there have been no other incidents of inability to remove the gripper line reported for this lot. With respect to the patient condition, procedural conditions and/or user technique, the inability to remove the gripper line can be influenced by excessive opening / closing of the clip leading to kinks in the gripper line, tortuous anatomy, or excessive curves placed on the device during the procedure. During returned device analysis, the gripper line was able to be removed from the cds without issue; however, this was determined to be due to a break in the gripper line. Based on the information reviewed and the analysis of the returned device, a cause for the reported inability to remove the gripper line during the removability test could not be determined. In this case, it is possible that natural curvature placed onto the device as a result of procedural interactions / patient curvature may have applied constrictive forces on the gripper line, causing the gripper line to become stuck while trying to perform the gripper line removability test; however this could not be definitively determined. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, the following information was provided: the clip delivery system (cds) was not curved more than 90 degrees during the procedure, and there was no challenging patient anatomy noted.

Event description:
This is being filed to report the inability to remove the gripper line that occurred during use with the mitraclip clip delivery system (cds). This has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During use with the clip delivery system (cds), the gripper lever was retracted without force, and not past the 1.5 cm mark. When the gripper line removability test was attempted, resistance was felt immediately, and the gripper line could not be removed. An attempt was made to pull the other end, but resistance was noted on this end as well. It was confirmed that there was no break in the gripper line, and no adverse effects to the patient due to the resistance. The clip was not implanted, and the cds was removed. A new cds was used successfully and the mr grade was reduced to 1 with the implantation on one clip. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: guideliner; mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.